Manufacturer narrative:
During an over the wire exchange of an 8f avanti catheter sheath introducer, part of the avanti separated in the patient. It was removed by a vascular surgeon using an amplatz snare resulting in a procedural delay of 1.5 to 2 hours. The patient was in stable condition following the procedure. The procedure was pulmonary vein isolation (pvi) with femoral vein access. Severe calcification and scar tissue was noted at the access site due to previous venous access. No difficulty was experienced during the preparation of the device, however resistance was noted during insertion and removal of the dilator. After multiple attempts, the avanti sheath was inserted into the femoral vein. During the removal of the avanti sheath from the vessel over an unknown wire, a lot of resistance was encountered and the sheath separated. It was stated the ¿sheath was not kinked, twisted or been torqued prior to the separation¿. Additionally, the account stated that ¿there was another 8f sheath in the same vein so it was not possible to use the third sheath¿ a broken non-sterile si avanti+ .035 f8 w/mini gw sheath cannula was received for analysis inside a plastic bag. Per visual analysis, the mentioned csi cannula sheath was received broken at approximately 6.5 cm from hub. The separated distal tip section from this broken csi cannula sheath was missing/ not returned. Blood residues observed. At a glance, the separated edges on received broken cannula look as if tremendous force was applied until the break/separation occurred to the cannula sheath. No other anomalies were found. The received piece of cannula sheath od and ID were measured near to the broken/separated area and results were found within specification. Sem analysis was performed to the received broken csi cannula sheath unit revealed the following results: ¿sem results show that the body external surface presented evidence of elongation at the surroundings of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics¿. As additional investigation the csi manufacturing process was reviewed and there were no tools, equipment or product handling that could cause breaks, separations, or other types of damages on the csi. In addition, the csi¿s are inspected during the manufacturing process for any type of damage; also, several inspections are performed through all the csi assembly process operations. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported complaint ¿endovascular vascular access-catheter sheath introducer (csi)-separated in patient¿ was confirmed due to the separated condition of the cannula sheath upon receipt; however the exact cause of the separation could not be conclusively determined on analysis. Based on the information available for review, there was no difficulty with preparation of the device prior to the procedure. Vessel characteristics (severely calcified with scar tissue) and procedural factors may have contributed to the difficulty experienced by the customer as evidenced by elongations at the point of separation on sem analysis. Neither the analysis, nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action will be taken at this time.

Event description:
The report received from the affiliate indicted that at removal of the introducer out of a patient, part of an 8f avanti + snapped while in the patient. It was removed using an amplatz snare by a vascular surgeon. The patient was in stable condition following the procedure. The procedure was for electro physiological research. The sheath went into the venous. It was a ¿tough¿ groin redo and the physician had to prick multiple times due to ¿loads of calcium.¿ first was the guidewire, then the sheath but they had to change sheaths because the sheath wouldn¿t go out due to too much traction. Then part of the 8f avanti + snapped while in the patient. The cardiologist asked a vascular surgeon for advice and it was removed by the vascular surgeon using an amplatz snare. There was a procedural delay of 1.5 to 2 hours. Sheath was withdrawn in order to change it for a longer sheath suited for transseptal access. During the changing of the sheath over the wire there was a lot of resistance and the sheath snapped. There was another 8f sheath in the same vein; it was not possible to use the third sheath, of which the wire broke after the sheath snapped. The surgeon opened the vein and saw a lot of scarred tissue. Clear punctions, no kinking of the sheaths. The access site was the v. Femoralis for a pvi. There was a lot of calcification from scar tissue due to previous venous access. There was no difficulty during rep and insertion but there was difficulty during insertion of the dilator, removal of the dilator or during insertion or withdrawal of any other devices through the sheath. The separation was related to resistance during withdrawal of the sheath from the vessel. The sheath had not kinked or been twisted/torqued prior to the separation. The separation occurred during sheath change. The procedure was aborted and the surgeon helped to remove the sheath from the femoral vein. The patient was hemodynamic stable and not painful after removal...

Manufacturer narrative:
Event description continued: of the separated portion and was discharged the next day. A review of the manufacturing documentation associated with this lot was performed and revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.